Event description:
The customer reported via phone call that the insulin pump had an absence of no delivery alarm when the infusion set cannula was bent. The customer stated that she was giving herself a bolus using the insulin pump and then treated herself with manual injections. The customer's blood glucose was 501 mg/dl. She stated that she felt that the insulin pump was not rewinding all the way. She noted that the drive support cap was normal and recessed as it should be. She was unable to follow the troubleshoot procedure because she had just done the fill tubing step and insulin came out. She performed the high pressure test and stated that the insulin pump alarmed in less than 5.0 units. She was advised that back pressure was needed to produce the alarm and was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.